Manufacturer narrative:
Analysis: visual inspection of the device shows no signs of obvious external damage or other abnormalities. The unit is bloody, as returned. The product was cleaned and sent to the r&d lab for performance testing. Results of functional tests show the unit meets specification for a previously run unit for gas transfer and for blood side pressure drop. Add'l pt info has not been provided. Conclusion: device evaluated and alleged failure could not be duplicated cause of event has not been determined.

Event description:
Info received indicates high pressure was detected in the circuit during the case. The product was replaced, during bypass with no pt complication reported.